Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. It was further reported, ¿2:1 pn bags are cloudy and not clear as expected, suggesting that lipids have leaked into the bag during compounding¿. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Additional reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from february 25, 2022 to march 01, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.